Event description:
On 7/15/2025, a sales representative reported via email that one ar-8933v-14 low profile va locking screw, one ar-8933v-16 low profile va locking screw, and two ar-8933v-18 low profile va locking screws were unsuccessfully threaded through a locking distal fibular plate, despite appropriate drilling techniques. As a result, all four screws were discarded, and the plate hole remained unfilled. This was discovered during an orif ankle procedure on (B)(6) 2025. Additional information was received on 07/21/2025: on (B)(6) 2025, during an orif ankle procedure, an ar-9943bl-05 locking distal fibula plate was implanted and remains in the patient. There was no report of implant breakage during the incident. The procedure was delayed by approximately 10 minutes due to difficulty engaging the screws, which required redrilling and reinsertion. Additional anesthesia was administered to accommodate the extended operative time. An ar-8933gv drill guide and an ar-8943-16 2.0 mm drill bit were used to prepare the bone socket for implant placement. Bone quality was assessed as adequate, and no photographs were taken to document the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.